Event description:
It was reported to philips that the system could not be switched on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse checked the system but did not identify a system malfunction. The system¿s electrical control switches (that manage power distribution) shut off. Possibly due to a hospital mains power failure overnight. After the activation of the mains power, the system has been returned to use in good working order. To date, there has been no recurrence of this issue reported from the customer. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. External power fluctuations or outages may occur that can cause the allura system to not boot up. This scenario includes situation in which the main hospital power supply is fluctuating or there is localized power failure that is not caused by the allura system. Since the malfunction of an external power source is not malfunction of the allura system. Philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.